Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a moisture ingress/power issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/24/14 - device evaluation: the device has been returned and evaluated by product analysis on 12/05/2014 with the following findings: pump returned with moisture in the display lens. Pump has no audible and vibratory; the display screen remains blank. Unable to download pump history and black box data. Pump fails leak test with audio bolus button leak. Removed cover; internal moisture damage confirmed on the pcb and internal components unable to complete all required investigation steps due to internal moisture damage in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.